Event description:
It was reported to boston scientific corp that an occlusion balloon catheter was being used in a percutaneous nephrolithotomy (pcnl) procedure for the treatment of kidney stones. According to the complainant, the inflation port separated away from the catheter after contrast was injected. The physician was able to complete the procedure using this device without inflating the balloon. It was reported that nothing detached inside the pt. The procedure was successfully completed. The pt was reported to be "fine" at the conclusion of the procedure.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation since it was disposed; therefore, a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant info, a supplemental medwatch will be filed. (B)(4).